Manufacturer narrative:
Updated data: b5 - event description corrected data: g3 - date mfg received for regulatory report 2025587-2023-02207 follow up (B)(6) was corrected from 2023-05-26 to 2023-05-23. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the infection was unknown and it was unknown if treatment for the infection was provided. Per the physician, the death was not likely related to the valve but with the patient's dilated ascending aorta and large sinuses coupled with a 70 degree aortic root angle, it was believed that the delivery catheter system (dcs) created the dissection. It was noted by the physician that the patient's aorta was paper thin which contributed to the event.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, relevant history stated type 0 bicuspid anatomy with moderate tortuosity in the descending aorta. Images provided show a fully released evolut fx and an aortic dissection is visible in the ascending aorta. Dissection cause is not evident. Dissection is listed as potential adverse events in the evolut¿ fx system instructions for use (IFU). Upon review of the information provided, the primary event of aortic dissection resulting in unplanned intervention (open surgical aortic root replacement, explant of evolut fx valve and placement of a non-mdt surgical valve), is assessed as likely related to the fx delivery catheter system (dcs) and likely unrelated to the fx valve. Per the physician, it is presumed that the dissection was caused by the dcs not being able to cross the aortic annulus in a patient with a dilated ascending aorta and large sinuses coupled with a 70 degree aortic root angle. Upon review of the information provided, the secondary event of death (4 days post index procedure), presumed related to an unknown infection, is assessed as likely unrelated to the fx dcs and valve as the fx valve was explanted. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and instructions for use. No further safety assessment is required at this time. Based on the device history record (DHR) review performed on the device, there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Vascular related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was noted by the physician that the patient's aorta was paper thin which contributed to the event. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. It was reported that the dissection was caused by the dcs not being able to cross the aortic annulus. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had a bicuspid anatomy with moderate tortuosity in the descending aorta. This indicates that the probable cause of the advancement difficulties was patient anatomy. With the limited information provided, the potential cause of the infection four days post implant cannot be determined and the rela tionship between the device and the infection could not be established. Hospital-acquired infections resulting from transcatheter aortic valve implantation (tavi) procedures can generally be attributed to a number of patient- and procedure-related factors rather than device-related factors. Infection is a known potential adverse event per device IFU. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was noted that the patient had a bicuspid anatomy with moderate tortuosity in the descending aorta. An ascending aortic dissection was observed after snaring the delivery catheter system (dcs) and deploying the valve across the annulus. A decision was made to open the patient and perform an aortic root replacement with a non-medtronic surgical valve. The ascending aorta was repaired and the transcatheter valve was removed. Of note, it was presumed that the dissection was caused by the dcs not being able to cross the aortic annulus. The patient is recovering. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 27-feb-2025, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that four days following the valve implant, the patient developed an infection from surgery and subsequently died. Per the physician, that was given as presumed cause of death.

Manufacturer narrative:
Updated data: b5 - event description h6 - patient code additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.